Event description:
It was reported that the catheter was broken on its proximal end as the coil was being repositioned during the coil embolization of the right middle cerebral artery (mca) aneurysm. The catheter was completely removed from the patient. The procedure was completed using another microcatheter. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Event description:
It was reported that the catheter was broken on its proximal end as the coil was being repositioned during the coil embolization of the right middle cerebral artery (mca) aneurysm. The catheter was completely removed from the patient. The procedure was completed using another microcatheter. There was no reported clinical consequence to the patient who was reportedly in a stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. It is probable that the difficulties advancing the coil caused resistance between the coil and catheter, which may have led to the catheter breakage. Catheter breakage is a procedural risk associated with resistance and noted in the labeling. Therefore, a root cause related to operational context has been assigned to this event.

Manufacturer narrative:
(B)(4) - the reported event of device catheter shaft broken.